Event description:
It was reported that a patient presented remotely via merlin net. Review of the transmissions revealed r-wave amplitude variation on the right ventricular (rv). On 4 sep 2024, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.